Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. After injecting the icl into the anterior chamber, the footplates stuck to each other so the lens did not unfold. The icl was removed, reloaded and injected a second time. The icl was then found to be turned upside down, and the icl was removed. The lens was exchanged for another same model lens which resolved the problem.

Manufacturer narrative:
No known impact or consequence to patient . Failure to expand. Difficult to fold or unfold. Device evaluated by manufacturer? No. Lens not returned. (B)(4).